Event description:
We have been informed that during vitrectomy, error npum203 popped up on screen. When the scrub tech was instructed to hit "resolve", the irrigation and aspiration sections then turned the color red. Irrigation could not be turned off unless done so on the stopcock. It was not possible to reprime while still in the case, so the machine was rebooted and a new pack was opened to prime the machine again. No report that actual patient or user harm occurred but the surgery was prolonged > 30 min.

Manufacturer narrative:
In regard to this complaint, logfiles were provided for review. Review of the logfiles confirmed the occurrence of the reported npum203 error message. This error means there is a rubber rapture from the cartridge. Unfortunately, the complaint cannot be further investigated nor confirmed conclusively as no product was returned to d.o.r.c for investigation. Presumably the issue was attributable to the cartridge as a replacement solved the issue. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva nexus surgical system are included in the analysis (nx-pu-error*). Since 2021 more than 51.000 surgeries have been performed with the eva nexus surgical systems installed. Please note that the failure codes will not always lead to a prolonged/delayed surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Event description:
We have been informed that during vitrectomy, error npum203 popped up on screen. When the scrub tech was instructed to hit "resolve", the irrigation and aspiration sections then turned the color red. Irrigation could not be turned off unless done so on the stopcock. It was not possible to reprime while still in the case, so the machine was rebooted and a new pack was opened to prime the machine again. No report that actual patient or user harm occurred but the surgery was prolonged > 30 min.

Manufacturer narrative:
The complaint is still under investigation. Preliminary results or conclusions are not yet available. No corrective or preventive actions can be implemented until the investigation has been completed. The product has recently been received and will be investigated.

Manufacturer narrative:
The complaint is under investigation. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during vitrectomy, error npum203 popped up on screen. When the scrub tech was instructed to hit "resolve", the irrigation and aspiration sections then turned the color red. Irrigation could not be turned off unless done so on the stopcock. It was not possible to reprime while still in the case, so the machine was rebooted and a new pack was opened to prime the machine again. No report that actual patient or user harm occurred but the surgery was prolonged > 30 min.